Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the patient underwent tracheal intubation. During the operation, it was found that the light of laryngoscope was weak and the visual field could not be seen. Then changed another one to use. No impact on patient." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the patient underwent tracheal intubation. During the operation, it was found that the light of laryngoscope was weak and the visual field could not be seen. Then changed another one to use. No impact on patient." No patient harm reported. The patient's condition is reported as fine.